Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of hypersensitivity reaction and oedema at the implant site and the non-serious unexpected event of dyspnoea were considered possibly related to the treatments. Serious criteria include the need for multiple medical interventions to prevent permanent damage including multiple hyaluronidase and pb serum drain treatments, steroids and antibiotics. The non-serious unexpected event of body temperature increased was considered unrelated to the treatment and consistent with a normal to mildly elevated body temperature. Potential etiologies for the related events include hypersensitivity reaction, inflammatory reaction or infection. Potential contributory factors include injection technique, allergy to topical medicines used with concomitant plasma lifting and upper respiratory edema or rhinorrhea associated with a flu like illness. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering comment (CAPA): the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. The reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-feb-2020 by a consumer, which refers to herself a (B)(4) female. Additional follow up information was received on 13-feb-2020. The patient had seasonal allergy to wormwood. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with 1 ml restylane lyft (lot 16614) to cheek (tear trough, 0.3ml on each side and temples, 0.1ml on each side) and nasolabial area (0.1ml on each side) and 1 ml restylane volyme (lot 16259-1) to chin (0.2ml) and lower jawlines (0.4ml on each side) via subcutaneous route with unknown needle and injection technique for correction of wrinkles and tissue augmentation. It was reported that restylane volyme was injected in the lower part and restylane lyft in the upper part. One and a half week later, on an unknown date in (B)(6) 2019, the patient experienced an allergic reaction (hypersensitivity reaction), high temperature (fever) (pyrexia) of 37 to 37.5, swelling/oedema (implant site oedema) at eyes and face and breathing difficulties (dyspnoea). The patient received hyaluronidase [hyaluronidase] treatments, 4 times with 1 week interval (dilution and amount unknown) and pb serum drain 3000 from (B)(6) 2019 to (B)(6) 2019. The patient stated that her face was spoiled or damaged. The patient also received 3 procedures with plasma lifting (the indication and type of the equipment were unknown) and micro-electric treatment. The patient still had elevated body temperature of 37 to 37.5, swollen eyes and face. The patient described that she had just two states of her face, swollen and terribly swollen. The patient also received dexamethasone [dexamethasone], aerosol avamis [fluticasone furoate], tobradex [tobramycin, dexamethasone] for eyes, indomethacinum [indometacin] and amoksiklav [amoxicillin sodium, clavulanate potassium] from (B)(6) 2020. The treatments were continued but no effect was seen. Outcome at the time of the report: swelling/oedema was not recovered/not resolved. Breathing difficulties was unknown. Allergic reaction was unknown. High temperature (fever) was not recovered/not resolved.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-feb-2020 by a consumer, which refers to herself a 32-year-old female. Additional follow up information was received on 13-feb-2020. The patient had seasonal allergy to wormwood. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with 1 ml restylane lyft (lot 16614) to cheek (tear trough, 0.3ml on each side and temples, 0.1ml on each side) and nasolabial area (0.1ml on each side) and 1 ml restylane volyme (lot 16259-1) to chin (0.2ml) and lower jawlines (0.4ml on each side) via subcutaneous route with unknown needle and injection technique for correction of wrinkles and tissue augmentation. It was reported that restylane volyme was injected in the lower part and restylane lyft in the upper part. One and a half week later, on an unknown date in (B)(6) 2019, the patient experienced an allergic reaction (hypersensitivity reaction), high temperature (fever) (body temperature increased) of 37 to 37.5, swelling/oedema (implant site oedema) at eyes and face and breathing difficulties (dyspnoea). The patient received hyaluronidase [hyaluronidase] treatments, 4 times with 1 week interval (dilution and amount unknown) and pb serum drain 3000 from (B)(6) 2019 to (B)(6) 2019. The patient stated that her face was spoiled or damaged. The patient also received 3 procedures with plasma lifting (the indication and type of the equipment were unknown) and micro-electric treatment. The patient still had elevated body temperature of 37 to 37.5, swollen eyes and face. The patient described that she had just two states of her face, swollen and terribly swollen. The patient also received dexamethasone [dexamethasone], aerosol avamis [fluticasone furoate], tobradex [tobramycin, dexamethasone] for eyes, indomethacinum [indometacin] and amoksiklav [amoxicillin sodium, clavulanate potassium] from (B)(6) 2020 to (B)(6) 2020. The treatments were continued but no effect was seen. As per follow up information received on 10-apr-2020, the patient had undergone ige testing for restylane volyme on (B)(6) 2020 and the result from the test was negative. Outcome at the time of the report: swelling/oedema was not recovered/not resolved. Breathing difficulties was unknown. Allergic reaction was unknown. High temperature (fever) was not recovered/not resolved. Tracking list: v.0 initial v.1 fu received on 10-apr-2020 from the same reporter: patient year of birth, expiry date, and laboratory test were updated.

Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of hypersensitivity reaction and oedema at the implant site and the non-serious unexpected event of dyspnoea were considered possibly related to the treatments. A negative ige test for restylane volyme was received; however, given the timing of the test, approximately three months after the event onset, no conclusions could be drawn. The non-serious unexpected event of body temperature increased was considered unrelated to the treatments and consistent with a normal to mildly elevated body temperature. Potential etiologies for the related events include hypersensitivity reaction, inflammatory reaction or infection. Potential contributory factors include injection technique, allergy to topical medicines used with concomitant plasma lifting and upper respiratory edema or rhinorrhea associated with a flu like illness. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering comment (CAPA): the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Maunfacturer comment: the reported lot number was valid.